Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. There was a needle stuck in the customer's arm. It was indicated that the customer went to see a healthcare professional (hcp) and was provided unspecified treatment. There was no report of death or permanent injury associated with this event.